Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a fail battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump reject the battery that is put in. It was explained to the customer that if the insulin pump detects the battery have potential of loosing power before a 24hr alert is given, it will reject this battery. The battery that the customer put was (B)(6) and explained that the battery recommended is (B)(6) aaa alkaline. The customer understand and he don't want to troubleshoot. The customer was advised if had other issues to call back for further assistance.